Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during multiple cataract extraction procedures, a phacoemulsification handpiece was not clicking and there was no aspiration in phacoemulsification mode. There was no occlusion tone heard no occlusion message was displayed. The surgery was completed by turning off and turning on the machine. There was no harm to any patient.

Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The phaco handpiece serial number (s/n) was not provided. And could not be determined, based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).